Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that over the past year, 2023, the patient said they had passing-out episodes in the heat. The patient noted if they go for a run and put on their baseball hat, they can feel the cramping of the wires in their head. The patient also mentioned they had a star pattern behind their eyes and had almost passed out a couple of times. The patient saw their doctor, who did some blood work and found nothing wrong with the blood work, and it confused. The patient mentioned having this issue a couple of years ago with a different doctor at the same office, and they said it was because the patient was not getting enough electrolytes. The patient stated having bumps on the head from the dbs surgery. The patient was redirected to their healthcare provider to address the issue further.